Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped charging his ipg approximately 2 to 3 months ago and at that time a low battery flag was observed. Patient stated that prior to that he would turn stimulation on but it would then turn off. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, effective therapy was restored.